Manufacturer narrative:
This report is being filed on an international product, list number 9c94 that has a similar product distributed in the us, list number 4p54. No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for lot 86141fn00. Investigation testing was performed for architect (B)(6) confirmatory lot 86141fn00. Testing of panels which mimic patient samples using in-house retained kit. The test results indicate that the lot is performing acceptably. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer observed falsely reactive results while using architect (B)(6). The following data was provided for the same patient. Initial greater than 250 iu/ml ((B)(6)), not repeated. Previous results from (B)(6) 2018 were also (B)(6), 4672 ui/ml. (B)(6) confirmatory test was (B)(6). Dna quantification results were (B)(6). No impact to patient management was reported.